Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. Back-up equipment was used to complete the procedure without a clinically significant delay. No additional info was provided by the user facility regarding this event.